Manufacturer narrative:
The reported event that unknown selzach product (as reported: unknown 1.7-mm screws) was alleged of issue (additional / revision procedure) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible and no additional information will be requested to the customer as this serves for trending purpose. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. Based on the investigation, no relation could be established between the product and the resulting adverse consequence. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this study is ¿a simple, easy, and reliable technique of phalangeal corrective osteotomy for overlapping fingers¿, which was published in 2015 and is associated with ¿profyle hand standard plating module¿. Within that publication, post-operative complications/ adverse events were reported, which occurred between january 2008 to january 2013. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the authors of the publication, therefore 2 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses implant removal surgery because of unacceptable pip joint contracture.